Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. However, a definitive root cause cannot be determined for the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they had a hypoglycemic event and loss consciousness at work. Paramedics were called, treated the patient with glucagon. After the shot the patient's blood glucose was at 36. Paramedics transported the patient to the hospital. The patient was admitted to the hospital overnight. The patient is currently in good. No additional event or patient information is available.